Manufacturer narrative:
UDI no. - not yet required. The actual device was not returned to the manufacturing facility for evaluation. Therefore the investigation results are based upon the user facility information and the evaluation of the retention samples from the reported product code/lot# combination as well as the surrounding lots. A visual examination of the retention samples confirmed there were no defects. In addition, functional testing confirmed the samples met manufacturer specification. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. The user facility reported another device used in the same event, see MDR 1118880-2016-00158. The investigation results verified that the retention samples were normal product. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device not available.

Event description:
The user facility reported leakage on the involved device. Follow up communication with the user facility confirmed the following information: while the doctors where working, the introducer began to drip blood; the doctors did not quantify loss of blood; it leaked more than usual and noticed that there could be a fault in the introducer; and there was no patient injury or medical intervention required.